Event description:
It was reported to covidien in late 2008 that a customer had an issue with a dialysis catheter. The customer reported that the catheter leaked at the catheter hub on the venous side; the sealing area between the hub and extension. The catheter was removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.